Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a replace system controller alarm. A log file review was requested. The log captured a controller internal fault on (B)(6) 2020 at 11:35pm until the log retrieval (B)(6) 2020 at 1:50am. The backup battery test circuit failed. This type of issue can be caused by controller backup battery or the controller itself. Technical services stated that if the vad team feels these issues are being caused by external hardware, then swap out the identified components listed above as possible causes to alleviate the issue. If the vad team feels this issue may be of a clinical nature, contact the clinical specialist. There were no other unusual events seen within the log file. The vad is functioning as intended. The vad coordinator could not see the numbers on the patient's controller. It was reported that the controller was out of warranty so it was trashed. Controller dispensed pcx-17618 as primary controller now.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller/yellow wrench alarm due to backup battery test circuit fault event was confirmed during the analysis via log file. The system controller serial number (B)(6) was not returned for evaluation. The log file submitted for review contained 240 entries spanning approximately 15+ days, from (B)(6)2020 06:20:30 to (B)(6)2020 01:50:38. The fixed speed was set to 9000 rpm and the low speed limit (lsl) was set to 8600 rpm. The pump maintained a speed above the lsl without issue throughout the log file. On (B)(6) 2020 at 23:35:59 and on (B)(6)2020 at 01:50:38, the replace system controller alarms accompanied by a yellow wrench advisory became activate due to a backup battery test circuit fault (internal error code 57). Prior to the backup battery test circuit faults there were no atypical alarms active throughout the log file. A root cause of the backup battery test circuit fault could not be determined. Per customer information the system controller (B)(6) will not be returned for evaluation as it was disposed of. As a result, this complaint file will be closed with no further actions. No further information was provided. The manufacturer is closing the file on this event.